Manufacturer narrative:
Lot number or product not provided, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Nerve problems in back and one of legs [nervous system disorder]. Case description: a consumer reported that they, a male age unspecified, used fixodent denture adhesive, original cream 1 applic on his upper plate, 1/day for years and reported the following: nerve problems in his back and one of his legs. The consumer visited his physician. Treatment: an operation on his back related to his symptoms 1.5 years ago. The case outcome was unknown. Past medical history included: medical history - has an upper plate. No further information was provided.